Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined the multi-tech modem accessory was causing a short which caused the device to unexpectedly shutdown. The multi-tech modem was removed from service and will be replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut off on it's own. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.